Event description:
Caller reported that they no longer had a tandem charging cable, and the charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies via two-day shipping.